Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that a faradrive sheath aspirated air. Was observed a significant amount of air bubbles in the sheath after inserting the farawave 31 non-nav catheter. The bubbles kept reappearing despite multiple aspiration attempts. Only air was visible. To solve the issue the sheath was replaced, and the procedure was completed successfully without patient complications. The device is expected to be returned.

Manufacturer narrative:
Device technical analysis: the referenced faradrive steerable sheath was returned for analysis. Visual inspection of the device noted no abnormalities. Microscopic inspection of the hemostatic valve identified a tear in the outer valve. During leakage test, a leak from the hemostatic valve was observed. Device history record review: it was confirmed this device met specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Labeling review: based on the information provided, there is no evidence that the device was used in a manner inconsistent with the labelled indications/instructions for use. Risk assessment: a review of the faradrive steerable sheath clear risk documentation was completed and confirmed that the event of inadequate valve seal was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: boston scientific's investigation determined the tear in the silicone of the external hemostatic valve most likely caused the leaking observed clinically and was likely attributed to the device design.

Event description:
It was reported that a faradrive sheath aspirated air. Was observed a significant amount of air bubbles in the sheath after inserting the farawave 31 non-nav catheter. The bubbles kept reappearing despite multiple aspiration attempts. Only air was visible. To solve the issue the sheath was replaced, and the procedure was completed successfully without patient complications. The device is expected to be returned.